Event description:
B. Braun addease device when opened from the package was not functional. The device had a mfg error in which 2 needles instead of one needle was attached to the device and the needles were attached incorrectly.